Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. To resolve the beeping viewing station of the imaging system. The uninterruptible power supply (ups) for the viewing station of the imaging system was replaced. Then the configuration file was then reloaded to address the error message displayed. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system would not entirely start up. It was reported that an error message stating the configuration file was corrupted was displayed. The line power light was reported to be illuminated and that the battery was low on charge. Restarting the imaging system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.